Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an unexpected reset occurred. There was no reported impact to customer's blood glucose level. Multiple follow up attempts were made by tandem technical support to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.